Event description:
It was reported that a patient's implantable cardioverter defibrillator delivered on (B)(6) 2022 inappropriate therapy due to an incorrect interpretation of a signal. On (B)(6) 2022, the device was successfully reprogrammed and the patient was stable afterwards.